Event description:
The report received indicated that when a physician was using a 1.5x12 x 150 sleek otw balloon catheter, the tip broke off in the patient's posterior tibial artery of the lower leg. It was not removed. The intended procedure was pta and atherectomy. The target lesion was a long normal distal posterior tibial artery. There were no anomalies noted during the prep of the device. Access was from the right c femoral. There was no difficulty advancing the device through the introducer sheath and no difficulty advancing the device over the guidewire. It was a very tough time crossing the lesion however. There were no kinks noted. The tip completely detached inside of the patient in the proximal lesion. The lesion was so distal and occluded that there had been no prior blood flow through the vessel anyway. The balloon was number 5 of 6 withdrawing from the vessel. The tip was left in the vessel as there was no way to retrieve it, the vessel was totally occluded. There were no other consequences to the patient reported. It was not stated if there was any resistance felt when withdrawing the device. Excessive torquing was required. The size and brand of sheath introducer are unknown. The size of guidewire used was 0.014 but the brand is not known. The patient is in his 60's but the exact age is not known.